Manufacturer narrative:
Sorin group (B)(4) manufacturers the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
(B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the oxygen value of the s5 gas blender was out of specification. During a preventive maintenance. The gas blender was sent to sorin group (B)(4) for evaluation. The reported issue could not be reproduced. The unit was calibrated and tested. A test run for 24 hours with different interventions was performed. During this time no deviations or errors were found. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group (B)(4) received a report that the oxygen value of the s5 gas blender was out of specification during a preventive maintenance. There was no patient involvement.